Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during a routine check, the threshold values had increased considerably on this right ventricular (rv) lead, and the right atrial (ra) lead. The patient was scheduled for an upgrade to implant a cardiac resynchronization therapy pacemaker (crtp), and a left ventricular (lv) lead. During the procedure, an attempt was made to reposition the rv lead; however, the helix was unable to be retracted. The lead has settled into the myocardium; therefore, was left in place. The threshold values remain high, although the measurements are approximately the same as before. No intervention was performed on the ra lead, and the threshold measurements had decreased since the last routine check. This rv lead, and the ra lead remain implanted. No additional adverse patient effects were reported.